Event description:
It was reported that during the implant procedure, the stylet could not be inserted completely into the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was obstructed. (B)(4).